Event description:
Resident was being transferred via a hoyer or mechanical lift. One of the four hoyer pad loops snapped completely resulting in a fall. Resident was sent to the hospital with multiple fractures noted. Resident was int he correct size hoyer pad per weight.